Manufacturer narrative:
Analysis summary: analysis was unable to confirm the customer comment of lack of output by the analyzer and lack of sensing on the analyzer's ventricular channel. The programmer passed all functional and system tests. Only a noisy system found was noted and it was replaced. Reconfigured the hard drive and reloaded the software as a preventive. Device passes final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer had a lack of output and no sensing on its ventricular channel. It was further reported that though the analyzer cables were swapped out the issue persisted. The testing and implant were able to be completed by utilizing the atrial channel. The product has been returned to service. No patient complications have been reported as a result of this event.